Event description:
It was reported that a white particle was floating in a small volume intermate. This malfunction was identified during the storage of the device, after it was compounded with aciclovir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014-november 13, 2014. The sample was received for evaluation. A visual inspection identified white particulate matter (pm) in the reservoir. A fourier transform infrared spectroscopy scan identified that the pm was acrylic. The cause of the pm could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.